Event description:
Report received indicated that during a percutaneous transluminal angioplasty (pta) to the right iliac artery, a balloon burst occurred. Arterial access was made through the right femoral artery. The pta balloon was inserted and inflated with a manometer at 6 atm, however, balloon was described to have burst circularly. The balloon was removed in one piece through the sheath introducer. The procedure ended without further intervention and with no patient injury. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.